Event description:
It was reported that approximately 12 months after a left total shoulder replacement procedure, the patient underwent a revision procedure to address pain and loosening. The surgeon removed a loose equinoxe glenoid baseplate and 42+4 glenosphere. He replaced them with a competitor¿s devices. There was no reported surgical delay or breakage of a device. Patient was last known to be in stable condition following the event. X-rays were unable to be obtained. The explanted devices are not available for return. They were sent to spd. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) 320-15-05 - eq rev locking screw; (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm; (B)(6) 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm; (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, g. D6b explant date is unknown. The reason for the revision cannot be confirmed from the provided information but may be due to an insufficient bond between the glenoid baseplate and the bone leading to aseptic (non-infected) loosening. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.